Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized for a high blood glucose in the 300 mg/dl range and diabetic ketoacidosis. The hospital staff removed her from the insulin pump until they stabilized her blood glucose. Troubleshooting did not occur. The insulin pump was not returned for analysis.